Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose value was 497 mg/dl at the time of incident and current blood glucose was 493 mg/dl. Customer reported that she has 6.7 active insulin on the pump and that her body tends to take time before absorbing the insulin, it's just that she doesn't like being on the 500 range. Customer reported they were thirsty and auto mode feature was active and automatically adjusting insulin at time of event. The devices will not be returned for analysis.